Event description:
On (B)(6) 2010, the patient was implanted with two gore tag thoracic endoprostheses to treat a descending thoracic aortic aneurysm. No adverse event was identified during the procedure. The patient tolerated the procedure. On (B)(6) 2010, post-operative f/u imaging showed type ii and iii endoleaks. The physician decided to monitor the patient. On (B)(6) 2010, a coil embolization to celiac artery was additionally performed to treat the type ii endoleak. The origin was successfully embolized and the patient tolerated the procedure. On (B)(6) 2010, the patient was discharged. It was reported that while type iii endoleak was resolved, minor type ii endoleak remained. On (B)(6) 2011, one year f/u imaging confirmed the resolution of the type ii endoleak. No further adverse events have been reported.

Manufacturer narrative:
Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications.